Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed calibration. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the pump device was returned for investigation. Visual inspection and functional testing were performed. Visual inspection results found that the device tamper seal and battery door missing. Functional evaluation to include non-destructive analysis found the upstream and downstream occlusion sensors value stable and the values jumped when depressed in the manufacturing utility mode. Removal of the downstream occlusion sensor seal did not reveal anything visually deflective with the sensor. Three pounds per square inch psi tests were performed and all occluded at 23 psi. The 23 psi was well within specification of our 9-27 range. No fault was found. Results: the customer reported problem was not duplicated during the investigation. Both sensors calibrated without any issues. Error codes were not found in the event history log. Root cause of the reported problem could not be determined as both sensors calibrated without any issues and no fault was found with the returned device. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during review of the service and repair records. Therefore, no manufacturing or service records review is needed. D4: correction: catalog number: 21-2120-0105-01, d4: correction: model number: 2120.

Manufacturer narrative:
B5: additional information received on 07-jul-2022 via email and attached to complaint object: all issues with these pumps were found during testing at our facility. No indication of patient involvement was indicated to me, or our technician, at the time the pump was received for repair at our facility.